Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a sertera procedure was performed and when the radiologist fired the needle the first time outside the patient noticed the needle looked too long and fully fired so they decided to cocked it again to test it. This time the radiologist noticed the trough seemed to not be fully retracted in the needle when cocked. When the radiologist fired the needle came out and hit the wall and bounced off the wall and hit the floor. No additional information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and it was found that the inner cannula partially came out of the outer cannula. A functional test was not performed. Internal inspection was performed, and was found that the inner cannula hub was broken and the crimping due to the interaction between the inner and outer cannula was worn. Hence the complaint can be confirmed by disposable damage.